Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated the device is showing that the settings have been cleared. Assisted the customer with resetting the time/date and rewinding the device. Ran a displacement test and the device failed the test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The customer's most recent glucose reading was 398mg/dl, and she has treated with manual injections. The customer mentioned having a MRI, and her insulin pump fell out of the holder and hit on her face. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the functional tests, including displacement, basic occlusion, occlusion, prime and excessive no delivery test. Unable to test the operating currents and off/no power alarm due to motor error alarms. Unable to verify unexpected reset to factory default due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.